Manufacturer narrative:
(B)(4). On an unreported date ¿in (B)(6) 2015 (3-4 day ago)¿, the patient was hospitalized for the peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was not reported. The patient was hospitalized for the event. On an unreported date, the patient received unknown antibiotics (dose, frequency and route not reported) as treatment for the peritonitis. At the time of this report, the patient was still in the hospital. The peritonitis was resolving, the patient was recovering from the event, and dianeal therapy was ongoing. No additional information is available